Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product showed that the optic had been torn in half and a piece of both haptics had been torn off and and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an cc4204bf one piece collamer lens and the lens was torn during insertion. The incision was slightly enlarged and sutured after another lens was implanted.